Event description:
Device issue: difficult to remove - closure device. Time of device issue: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was met during device removal. It was noticed that due to the patient being "so thin." Although the clip achieved hemostasis, part of the clip was attached to the skin and by enlarging the tissue tract, the clip was separated from the skin. The physician, by enlarging the tissue tract, separated the clip from the skin. The procedure was concluded by "closing-up" the skin with medical glue. The starclose se clip remains in the vessel and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.